Event description:
The caller states that the customer experienced an event where he was incoherent, "out of it" and did not know what was going on. The customer's blood glucose was 90mg/dl on the accu-chek aviva system. The caller attempted to treat the customer with orange juice. The caller was unsuccessful. Within 10 minutes the customer's blood glucose was 45 mg/dl on the professional meter. The emergency medical technician's treated the customer with glucose. The results of the treatment undisclosed. The customer experienced another event where the blood glucose results of 214 mg/dl and "hi" (greater than 600 mg/dl) were obtained on the accu-chek aviva system within a 10 minute timeframe. No reported actions taken or treatment rendered. New system sent and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek aviva system 1. Reference medwatch with a1 patient for suspect device accu-chek aviva system 2.